Event description:
Information was received that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) epicardial lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2000 ohms. The device was explanted and replaced and the lead was surgically abandoned and replaced. No adverse patient effects were reported.